Manufacturer narrative:
Device separated during use. The break, located between the first set of vent holes (closest to tip) on the cannula, appears to have resulted from a tear instead of being cut or sliced, as suggested by the uneven edges at the break location. There was no visual inconsistency found with the product before use. There is no history of complaints similar to this one, suggesting that this incident has not occurred before or is rare.

Event description:
Tip of the vent cannular was broken off during indwelling. After cannular was inserted, pv-isolation was conducted with atricure. And during the procedure, around la was cut opened and radiofrequency treatment was conducted. When la was held up and opened, broken tip of the vent cannular was found. There was no inconsistency found before insertion.

Event description:
Medtronic received info that during a coronary artery bypass grafting procedure (CABG), this oxygenator exhibited poor oxygenation while the aorta was crossclamped. The device was removed and replaced with no adverse pt outcomes. The device was returned for analysis.